Event description:
Patient was reintubated on [redacted] with size 7.5 et [endo tracheal] tube. There was a leak in the pilot balloon, and it was exchanged on [redacted]-3 days later with another size 7.5 et tube. The same issue occurred on [redacted]-5th admission day and [redacted]-11th admission day and the et tube was exchanged on both dates with the same size et tube. No harm occurred to the patient, and the patient was maintaining set tidal volumes on the ventilator.